Manufacturer narrative:
The reported event for over-sensing was confirmed. The final analysis found the complete lead was returned in one piece measuring 55.5 cm. Visual inspection of the lead found external outer insulation abrasion that breached the outer insulation and exposed the outer coil consistent with friction to the device can was found at 11.6 cm to 12.0 cm from the connector pin. The cause of the reported event was due to external outer insulation abrasion that breached the outer insulation and exposed the outer coil consistent with friction to the device can.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the right atrial lead exhibited noise that was oversensed by the device and led to pacing inhibition. The lead was explanted and replaced. No patient symptoms were reported.